Event description:
It was reported that three days post-operatively, the right ventricular (rv) lead exhibited undersensing and high thresholds due to an apparent dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.